Event description:
The customer reported that the plastic tray that contains this sterile tubing set was found cracked and compromised the product's sterility. This damage was noticed upon inspecting the package and had no patient involvement.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the product was received and the evaluation confirmed the reported problem. A stock audit has been completed and a corrective action has been initiated. A temporary change has been made to the packaging. Customers will be made aware of this change.